Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. It was reported that the patient is not able to completely empty their bladder and patient states that it was also messing with their legs so they spoke to the clinician about turning off the therapy.